Manufacturer narrative:
Correction: a follow-up report is being submitted to make correction from: fei-based, to: cfn based. Fei was selected in error. Our 1-3 acknowledgments from our initial submission are attached. The investigation of the returned coil system found the pet at the distal tip of the pusher damaged, and the implant stretched at the proximal end and separated from the pusher. The stretched condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the target site (i.e., stuck on previously implanted coils or the tip of the microcatheter). The investigation found the implant's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
See h10.

Event description:
It was reported that during a gastric vein embolization procedure, a microcatheter was navigated to the target lesion, while advancing the coil into the catheter and into the vessel, the positioning was sub-optimal, and the coil was retracted into the catheter. Upon redeployment, there was some resistance, and the coil was retracted again and unintentionally detached and stretched. Saline syringe was used to try and deploy the coil; however, the coil it was unsuccessful. The coil and catheter were removed from the patient. The procedure outcome was a success. The patient is stable and there was no patient injury.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.